Event description:
It was reported during the procedure of arthroscopy acl; the surgeon broke the rod inside the patient. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken into two piece, rendering the device inoperative. Both pieces were returned. The device shows signs of extensive use. The clinical/medical investigation concluded that based on the limited information provided the root cause of the reported issue cannot be determined. The retained broken piece is non-implantable, therefore, we cannot rule out the possible of MRI restriction, local irritation or micro-motion/migration of the retained piece. Per communications, the patient¿s outcome is unknown. Therefore, the impact to the patient beyond the retained piece cannot be determined. Since the procedure completed without a delay using a smith and nephew backup; no further clinical/ medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.